Manufacturer narrative:
Please note that the date of implantation and the date of the reported adverse event are unknown.   ¿   as reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The device subsequently malfunctioned and caused, inter alia, thrombosis of the inferior vena cava. As a result of the malfunction, the plaintiff has suffered life-threatening injuries and damages that required extensive medical care and treatment. He has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The plaintiff all times relevant to this matter was married to and remains married. The plaintiff¿s spouse has suffered loss of consortium damages (economic and non-economic) as a direct result of the plaintiff¿s use of the trapease filter.   The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available.   The purpose of a vena cava filter is to catch thrombus (a clot of blood formed within a blood vessel) from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus within the vessel (or in the filter) does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and occurs in approximately 3.6 to 11.2% of all patients. As such, it is addressed in the product¿s instructions for use (IFU). Factors that may contribute to thrombus may include patient factors, pharmacological and lesion characteristics. Based on the limited information available for review, there is no indication of a design or manufacturing related cause for this event. Therefore, no corrective action will be taken at this time. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The device subsequently malfunctioned and caused, inter alia, thrombosis of the inferior vena cava. As a result of the malfunction, the plaintiff has suffered life-threatening injuries and damages that required extensive medical care and treatment. He has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The plaintiff all times relevant to this matter was married to and remains married. The plaintiff¿s spouse has suffered loss of consortium damages (economic and non-economic) as a direct result of the plaintiff¿s use of the trapease filter.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was placed due to a closed head injury, multiple orthopedic fractures, and prolonged immobility due to an automobile accident. The patient is reported to have tolerated the index procedure well, with minimal blood loss occurring. The device subsequently malfunctioned and caused thrombosis of the inferior vena cava. As a result of the malfunction, the patient has suffered life-threatening injuries and damages that required extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The device is reported to be tilted and embedded in the wall of the patient¿s vena cava. The patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information is pending and will be submitted within 30 days of this report.